Event description:
Not cycling and alarming high airway pressure.

Manufacturer narrative:
The unit was a 12 year old unit and was returned for it's 5 year maintenance. It met all specifications after the maintenace was completed.